Manufacturer narrative:
H.10: through follow-up communication livanova learned that the patient pump was replaced only because it was noisy and noise has no impact on pump functionality and it is not related to the reported event. The cause of the reported error code was a defective stirrer motor. The root cause is traceable to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6), united states of america. The customer services its own equipment and ordered a new stirrer motor and a patient pump. Through follow-up communication livanova learned that the stirrer motor was seized. After replacement of both parts the issue could be solved. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error associated to the stirrer motor during setup. There was no patient involvement.